Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8360679, medical device expiration date: 2023-12-31, device manufacture date: 2019-06-28. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. A review of risk management document revision 19, indicates that the potential risk of this specific reported incident (pen needle, needle clog & difficult/unable to operate) was captured and addressed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: the complaint is unconfirmed as no photo / no samples of the reported batch were received. End user risk assessment as per p-eura document, (B)(4), the worst case of severity is moderate (s3). Produced quantity: (B)(4), occurrence = ((B)(4)) x1,000,000 = 0.33 = 1.0 ipm, which is improbable (o1) overall risk level is acceptable per (B)(4). Root cause description: a review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. The complaint is unconfirmed as no photo / samples of the reported batch were received. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the photo / sample is returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needles from lot 8360679 and an unspecified lot clogged during the priming process. Additionally, it was reported that 1 pen needle from an unspecified lot "pushed backward" through the hub. The following information was provided by the initial reporter: "parent of consumer reported needle clog during priming. Stated this happened with 2 previous boxes and her 2 new boxes. Stated she discarded the 2 previous boxes and could not provide any information, but did confirm previous boxes were the same cat #. Stated one time she also had one pen needle push backwards through the needle hub component."